Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with iespor (1 gram, route, frequency and duration not reported) and iesetum (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. The action taken with pd therapy was not reported. The patient was not retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was treated with lesetum (ceftazidime) (1 g once) and lespor (cefazolin) (once) for peritonitis. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Pt age: the age of the patient was reported to be (B)(6) years. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.